Event description:
Device analysis is provided.

Manufacturer narrative:
Due to lead damage, unable to perform complete range of analytical tests; partial testing indicates no anomalies. Visual inspection under 30x magnification indicates outer insulation laceration approx 7.5 cm proximal of electro tip. Visual inspection under 30x magnification also indicates the lead was snipped or cut into two sections, with evidence of flared coil wire ends. X-ray of lead confirms no j stiffener wire fractures.